Manufacturer narrative:
(B)(6). Multiple lot numbers. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: medical device lot #: 7086503, medical device expiration date: 09/30/2018, returned to manufacturer on: 07/17/2017, device manufacture date: 03/27/2017. Medical device lot #: 7054841, medical device expiration date: 08/31/2017, returned to manufacturer on: 07/17/2017, device manufacture date: 02/23/2017 ". Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for air bubbles in the gel with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes had air bubbles in the gel.